Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 15, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, device property of: hospital, device in possession of: none. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. What is the total number of procedures? 3. No product is available for return. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The thread is cut repeatedly when used during surgery, surgeons. There were not patient consequences. Additional information has been requested.